Manufacturer narrative:
Pending investigation. D10: 02-020-11-0320 - truliant ps cem fem ps cem right sz 2 (B)(6) 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm (B)(6) 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t (B)(6) 200-07-26 - advanced patella 26mm 3 peg implant (B)(6).

Event description:
As reported, approximately one year and one month post the initial right total knee arthroplasty, the implanted needed to be revised for tightness due to the patient's lack of rehab/physical therapy. The tibial component was removed, additional tibia was resected, and a new tibia with a stem extension was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Product will not be returned; reason unknown.